Event description:
Crown lengthening surgery on palatal aspect of tooth 15 was happening. The entire bur (tungsten carbide round bur hm1/5, hager & meisinger gmbh) dislodged out of the handpiece and fell in the throat. The patient was immediately notified and at completion of the procedure was immediately sent for radiographs to see whether it had entered the chest or stomach. Later it was found from the radiographs that bur was located in the patient's chest. Patient was then referred to the respiratory team at (B)(6) hospital for further management. Unfortunately, after an attempt at bronchoscopy the tip of the bur was visible but was unable to be retrieved, so the team elected to leave it in place and monitor for symptoms.

Manufacturer narrative:
After inspection of the affected handpiece by the new zealand sponsor (ivoclar vivadent limited), no defect was identified in the device.